Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.25 x 12mm synergy ii drug-eluting stent, the stent came off of the delivery system upon removal of the stent protector. The device was not used inside the patient. No patient complications were reported.